Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported the patient experienced a non-sustained ventricular undersensing. The patient had onset arrhythmia that fell into the vf zone. Events were not sensed due to variability in amplitude. The patient has passed and the physician does not believe the device is responsible.

Manufacturer narrative:
(B)(4).